Event description:
Caller states that the number have rubbed off the vial of strips. She believes is is due to inserting/removing the vial from the case. Requested return of suspect vial and replacement was sent.